Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. Suture break during surgery. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: evaluation: complaint sample was received in open condition. During visual product evaluation it was found received complaint sample had discolored suture. Suture breakage was not evident during visual sample inspection. As complaint sample packs were received in open condition, functional product evaluation cannot be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects, but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were ob-served. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished good record was reviewed for fg release parameters. Needle pull-off value & ex-tractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage & discoloration, tensile strength & ex-tractable color test are applicable test parameter. Minimum knot pull tensile strength test value of the retain sample was found. The average knot pull tensile strength test value of the retain sample and value at release was found to meet the average tensile strength requirement. The ex-tractable color test of retain sample was found complying to specification. All the individual tensile strength values for retain sample were found meeting average specification requirement .the ex-tractable color test of retain sample was also found complying to specification. Per the condition of the retain samples, the analysis shows that there was no issue related to processing of the lot.